Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator revealed loss of capture on the left ventricular (lv) lead. Fluoroscopy imaging performed during the clinic visit showed that the lv lead was dislodged. The lv lead was explanted and successfully replaced with all measurements well within range. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, and failure to capture. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Visual examination, x-ray inspection and s-curve hump height measured was within product specification. Electrical testing found conductor fractures or internal shorts.